Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed a visual inspection. Inspected for physical damage visually (no microscope) and none was noted. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to eis reading. Place sensor under microscope and found no physical damage on the electrode. See attached file for bts results. In summary, the customer complaint of the unexpected sensor alerts was not confirmed. Sensor failed per specifications due to eis reading. No physical damage was found on the electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event, and received a change sensor alert. The sensor glucose was¿ 138 mg/dl, and the blood glucose value was 300 mg/dl, which was outside of the acceptable range. The difference between the sensor glucose and blood glucose is 162 mg/dl. There was no temporary suspension of insulin while the discrepancy between sensor glucose and blood glucose was occurring. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-7040ma returned for analysis.